Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The cutomer's report was attributed to fluid ingress. Our evaluation found internal fluid damage. Due to the observed condition of the device, the device was deemed compromised and cannot be repaired. The device was scrapped. Analysis of reports of this type has not identified an increase in trend.